Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening extended on posterior. A visual and microscopic analysis was performed which identified creases fold, wear abrasion, non penetrating nicks and striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade IV. Device has been explanted.